Event description:
Reportedly, a patient included in apollo study implanted for a secondary prevention on (B)(6) 2023. The last hospital visit was done on (B)(6) 2023. On (B)(6) 2023, the hospital was informed that patient died with undermined cause. There is no relation between the death and the implantation procedure.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation result: the edis df4 crt-d was implanted on (B)(6) 2022. Analysis of the provided patient files dated from on (B)(6) 2022 (implantation date) to on (B)(6) 2023 (last follow-up performed) confirmed the normal device functioning. Review of the last patient files (dated on (B)(6) 2023) provided led to the following observations: battery status was still within normal range (3.13v) right ventricular lead impedance measurements remained stable and within the normal range (474 ohms) - rv coil continuity measurements remained stable and within normal range (376 ohms) - no abnormal episodes were recorded since the implantation. Review of manufacturing record revealed that the device was manufactured and released according following all applicable procedures. As the suspected device was not returned since it remains implanted and no patient files were available for the time period surrounding the patient¿s death, no further investigation could be performed.